Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy, jamming occurred after the 3rd firing, and the trigger could not be released. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 1/7/2020. D4: batch # t93m2h. Investigation summary: the analysis results of the el5ml device found that it was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the grey and white feedbar connectors were found to be separated and 10 clips were found inside clip track. The device opened and closed without any difficulties noted. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.